Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis (dka). Dka was treated via intravenous insulin. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.